Event description:
During a sfa procedure, the distal end of sheath broke inside pt's body. They removed the broken distal end of the sheath by inflating a 4mm diameter non cook balloon. The physician inflated the balloon and drug it back to pull the sheath out. This occurred during the end of the procedure while they were removing the sheath. The pt did not require any additional procedures nor experienced any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.